Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse contacted the isi technical support engineer (tse) for a log review but error 1162 was not found. The fse replaced the universal surgical manipulator (usm) to resolve the system issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, error 1162 occurred on universal surgical manipulator (usm) 4. The site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The site had disabled universal surgical manipulator (usm) 4; however, the surgeon needed usm 4. The site power cycled the system to enable usm 4, but the error was not resolved. The tse explained that the error could be related to a cannula sensor issue. The surgeon was completing the procedure with the remaining three usms. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on in-house system where it passed normal mode. The usm was also tested on patient fixture test platform (pftp) and logged error 1162 related to the cannula. The root cause is attributed to axes controller spar connector (acsc) & flat flex cable (ffc).